Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately five months post the implant of the device and defibrillation lead. The primary cause of death per the certificate of death was cardiac arrest; no secondary causes were listed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.